Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent an open reduction internal fixation procedure on the left side to where a trochanteric nail was implanted on (B)(6) 2012. Patient's legal counsel further reported that patient allegedly reported pain to her surgeon and sought a second opinion. The second opinion allegedly indicated that the trochanteric nail was fractured, causing the pain. A revision procedure was alleged to have taken place on (B)(6) 2013 to remove the fractured nail. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. (B)(4)

Event description:
Legal counsel for the patient reported that patient underwent an open reduction internal fixation procedure to where a trochanteric nail was implanted on (B)(6) 2012. Patient's legal counsel further reported that patient allegedly reported pain to her surgeon on several occasions and ultimately sought a second opinion. The surgeon who provided the second opinion allegedly stated that the trochanteric nail was fractured, causing the pain. A revision procedure was alleged to have taken place on (B)(6) 2013 to remove the fractured nail. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent an open reduction internal fixation procedure on the left side to where a trochanteric nail was implanted on (B)(6) 2012. Patient's legal counsel further reported that patient allegedly reported pain to her surgeon and sought a second opinion. The second opinion allegedly indicated that the trochanteric nail was fractured, causing the pain. A revision procedure was alleged to have taken place on (B)(6) 2013 to remove the fractured nail. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified additional information received in operative report noted patient was revised to a total hip on (B)(6) 2013 due to trochanteric nail fracture, nonnunion, broken intramedullary rod, varus collapse and deformity, leg length discrepancy, and degenerative joint disease. Operative report further noted extensive chronic trochanteric bursitis, metal debris around broken nail site, fracture nonunion, fibrosis, reactive tissue, and degenerative changes during the procedure. A competitor stem, liner, and cables were implanted along with a zimmer-biomet head.